Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope plus was burnt on the cord. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated it appeared that something hot was placed on the cord after the procedure. There was no arcing observed, and no injury to the patient or staff. It was stated that it was possible the burn came from an external heat source, but the object is unknown.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The complaint regarding a burnt cord was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
Refer to h11 for follow-up information.